Event description:
Situation - pt sustained a burn to the floor of the mouth during a neurostimulator implant case. Background - the pt was undergoing surgery to have a neurostimulator (inspira) implanted. The surgeon had placed medtronic electrodes in the mouth and, according to the surgeon, the blue lead was not functioning properly. The blue lead was removed and it was noted that the pt had sustained a minor burn to the floor of the mouth on the left side. The blue lead was replaced and the surgery was proceeded with no further complications. Assessment - the blue lead did not work properly and the pt sustained a burn. The surgeon did not recommend any add'l treatments. Recommendation - only the blue lead was defective out of the package which includes four leads. The defective lead was retained. FDA safety report ID# (B)(4).